Event description:
I received breast implants in 2012, since then my list of symptoms have grown with time. I am for reference (B)(6) and very healthy. I eat right, I work out, no family history of illnesses. With that being said each year I grow sicker and sicker to point I now struggle getting out of bed daily and doing simple tasks because my body is physically in so much pain. I have gone to multiple doctors who tell me to hydrate more. Trust me, I am hydrated. I believe these symptoms to be a side effect of my implants after months of research of women having similar issues. Unfortunately to get them removed it is a small fortune I cannot afford at this time.